Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site: (name & address). And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd sharps collector eclipse 1-qt were missing a lid. The following information was provided by the initial reporter: "the customer ordered 4 ea of #bd367216 container sharps but they are missing the lids that comes with it."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site: (name & address). And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd sharps collector eclipse 1-qt were missing a lid. The following information was provided by the initial reporter: "the customer ordered 4 ea of #bd367216 container sharps but they are missing the lids that comes with it."

Event description:
It was reported that 4 bd sharps collector eclipse 1qt were missing a lid. The following information was provided by the initial reporter: "the customer ordered 4 ea of #bd367216 container sharps but they are missing the lids that comes with it."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process of the part number reported (367216) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues for the same part number throughout the last twelve months (january ¿ 2021 thru january ¿ 2022).